Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) display goes on/off when using EKG leeds.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the unit and was not able to duplicate the issue. The fse then talked to the customer and was told that the unit was being used with a bedside monitor and receiving the signal from the low level cable. The fse checked the low level connector to ensure that it was not damaged and was operating correctly but the fse was not given the low level cable to inspect. The fse was unable to duplicate any issue and the unit was approved for clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) display goes on/off when using EKG leeds. There was no patient harm reported.